Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved 8fr angio-seal device was used on a neuro patient. Twelve hours post procedure the midnight assessment of the groin noted that the patient had a hematoma. Pressure was applied, and a femostop was applied. Post procedure, the patient was positioned flat supine for greater than 6 hours post thrombectomy. International normalized ratio (inr) was 1.08. The patient's condition was stable. The procedure was successful. Estimated blood loss was less than 250cc. A short endophys sheath was used. Additional information was received on 07feb2020. The procedure being performed was a cerebral angiogram/lica occlusion & dissection. An 8fr procedure sheath was used. A pre-deployment angiogram was performed. The patient did not have a history of a bleeding disorder. There were not multiple sticks performed to gain arterial access. The posterior wall of the artery was not punctured. The puncture site was not considered a high stick. The patients had fluoroscopy verification prior to the stick. Testing was not done to diagnose the bleeding; however, an ultrasound was performed to follow-up on the bleeding. There was manual compression performed to treat the bleeding. There is not a direct allegation against the device from the clinician that it caused or contributed to the event. Blood thinners/initiation/history: aspirin post procedure (lica). Head of bed elevation (hob) flat/mobility timing: flat x 3hrs/ hob 30 at 4hrs.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.